Manufacturer narrative:
Original MDR was submitted 02-27-2014.supplement submitted to correct the manufacturer site to siemens healthcare diagnostics, inc. (B)(4)

Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the discordant elevated tacr result was user error. The account eventually determined that they had caused an error in reporting. The dimension(r) tacrolimus flex(r) reagent cartridge instructions for use includes the statement: "confirmation of unexpected or atypical results by an alternate methodology is recommended prior to any adjustments in tacrolimus dosage. The issue was resolved. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated tacrolimus (tacr) result was obtained on a patient sample. The patient result was reported to the physician. Eventually the laboratory discovered it had made an error in reporting and sent a corrected result. Patient treatment was not altered or prescribed on the basis the discordant elevated tacrolimus (tacr) result. There was no report of adverse health consequences as a result of the discordant elevated tacrolimus (tacr) result.